Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Analysis was unable to verify for battery out limit alarm due to unresponsive keypad/button. The insulin pump had cracked reservoir tube lip, cracked display window corner, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 105 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.